Manufacturer narrative:
A photograph of the revised components shows that the stem has limited bone visualized on the porous coated area. The device history records for the femoral stem were reviewed and found that the stem was manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. The device was used in treatment. Primary operative notes were reviewed and after implantation of the final femoral stem, excellent press fit stability was noted to have been obtained. Product compatibility was reviewed with no issues noted. A complaint history search of the manufacturing lot of the femoral stem returned no additional complaints. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to stem loosening.